Manufacturer narrative:
Evaluation of the returned pod coil confirmed that the embolization coil was detached from the pusher assembly. Evaluation revealed that the pusher assembly was kinked, and fractured at the kinked location, and the pull wire was retracted from its original position on the distal end of the pusher assembly. If the pod coil is advanced against resistance, damage such as a kink and a subsequent fracture may occur. Based on the reported event, the root cause of resistance could not be determined. The fracture in the pusher assembly likely contributed to the pull wire being retracted. If pull wire is retracted from its original position on the distal end of the pusher assembly, the embolization coil will detach from its pusher assembly. Further evaluation revealed an additional fracture and kinks along the length of the pusher assembly. This damage was incidental to the reported complaint and may have occurred during packaging of the device for return to penumbra. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using a pod coil and a lantern delivery microcatheter (lantern). During the procedure, the physician experienced resistance while advancing the pod coil through its introducer sheath but continued to advance the pod coil. While advancing the pod coil through the proximal length of the lantern, the pod coil became stuck within the lantern and the pod coil pusher assembly fractured. The physician then found that the pod coil had unintentionally detached within the lantern. Therefore, the lantern containing the pod coil was removed. The pod coil was then flushed out of the lantern. The procedure was completed using non-penumbra coils and the same lantern. There was no report of an adverse effect to the patient.